Manufacturer narrative:
While nothing can be concluded for certain, this case contained a lot of compounding factors that may have contributed to the device "spitting out." These factors include: lack of neuroshield hydration prior to implantation, use of neuroshield alongside the artelon graft, and the superficial location prone to a lot of movement during healing.

Event description:
An s/p total ankle procedure occurred in summer of 2022. Patient developed adhesions and scarring post-surgery. Doctor went in and removed excess scarring and adhesions and implanted a artelon graft to the flexor tendon of the great toe and covered this with a ns implant(wrap) on (B)(6) 2022. The ns implant was not hydrated. Wound was sutured with 4-0 monocryl, at the subcuticular level. Movement of effected area started when the skin healed. Patient was seen in office on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 with draining. Patient was also seen on (B)(6) 2023, where doctor expelled some fluid from the patient's anterior ankle, (through the unhealed incision site) to be sent off to lab. He opened the prior incision and removed the ns graft and the artelon graft. He then used high pressure lavage over the entire area and then sutured in another artelon graft. Wound was closed. The ns graft was sent to pathology. Doctor cultured the wound 3 times and all the cultures came back negative for bacteria. Patient was put on antibiotics with no resolution and was relatively healthy with no known food allergies.